Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead had exhibited high out-of-range pace impedance measurements greater than 2,500 ohms on the date of the scheduled revision. During the procedure, out-of-range pace impedance measurements were reproducible with a pacing system analyzer (psa). Lead to header connections were verified. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.